Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and the diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 670 mg/dl. The customer's current blood glucose was 140 mg/dl. The customer experience abdominal pain, headache, vomiting, chest pain, nausea like symptoms such as a result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.